Event description:
It was reported the pt is no longer receiving effective stimulation. X-rays were taken and revealed the lead had migrated partially out of the ipg header. An sjm rep met with the pt and observed invalid contacts. Reprogramming was unable to resolve the issue. No add'l details are available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.